Manufacturer narrative:
Upon receipt of additional information reporting the hole in the capsule occurred prior to the lens touching the patient, this is no longer a reportable malfunction. No FDA report is required. (B)(4).

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. (B)(4).

Event description:
A surgeon reported that during intraocular lens (iol) implant surgery, the preloaded lens poked a hole in the posterior capsule. Additional information was requested.